Event description:
As reported, the patient recalled exercising and lifting weights when they heard a popping sound in their shoulder. On the x-ray, it showed the patient had perforated out the back side of the glenoid. The patient required a competitor's custom baseplate to be made to convert to a reverse total shoulder. Approximately one year and 3 months post the initial right total shoulder arthroplasty, the patient was revised and all components were removed. This consisted of removing the laser cage glenoid, the humeral head and stemless humeral component. The custom baseplate was implanted with a new glenosphere, stem, tray and poly on the humeral side. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. X-rays, images, and ebi data are attached. Products not returning: hospital doesn't release. (B)(6), 314-24-32 - laser cage glenoid s, 8 post aug, right. Concomitants: (B)(6), 300-60-01 - stemless humeral comp laser cage, size 1. (B)(6), 310-62-38 - stemless humeral head 38mm x 13mm x alpha. (B)(6), 319-01-32 - steinmann pin sterile 3.2mm x 178mm. (B)(6), 321-52-07 - 3.2mm drill bit sterile.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.